Manufacturer narrative:
A review of complaint history, documentation, and drawing was completed during this investigation. The lot number for this complaint device is unknown and the affected device was not returned for evaluation. Consequently, the batch record or its related non-conformances could not be evaluated. Further, a search for related same-lot complaints could not be performed. Based on the limited information provided, a definitive root cause cannot be determined. The appropriate personnel have been notified and we will continue to monitor for similar events. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Reporter stated that a patient had a stoma created with placement of a duopa/ peg- j tube. The patients' spouse reported to the drug manufacturer that the peg tube was repaired. The provider clarified the event reporting that the connectors were starting to come apart; the connectors were put back together on (B)(6) 2017. The customer reports that the tube completely came out of the patients' abdomen on (B)(6) 2017. The patient notified the proceduralist of the event. The provider advised that the patient was going to a different proceduralist to replace the j-tube. No further event or patient information is available.